Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Event description:
This device was returned for laboratory analysis. The date of explant was not provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, manual functional testing was performed on the device. The device paced and sensed normally. The device data was insufficient to obtain the battery status, due to resets that occurred at explant or post-explant. Laboratory analysis determined that this device appeared to be depleting at a normal rate; however, based on the field observations, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but reflected a magnet rate of 90 ppm (ern) earlier than previously expected.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed 2 years longevity remaining; however, the magnet rate was 90ppm. A boston scientific technical service consultant was contacted and discussed the issue was likely due to the auto-capture feature, fusion beats, and an increase in threshold. The threshold had increased significantly since auto-capture was programmed on and had caused the device to set the elective replacement near (ern) flag. When the device was interrogated the output had decreased and the ern flag was still set and had not cleared yet. It takes up to 5 days for the magnet rate to reset. The outputs were reprogrammed and the device remains implanted. No adverse patient effects reported.